Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: d4 primary unique device identifier (UDI) number updated, d9 device returned to manufacturer, h4 device manufacturer date. Complaint: (B)(4). Information to the sample: model: infusomat space, article number: 8713050, serial number/batch: (B)(6), software version: m030002, hours of operation: 5286, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. A space line was selected and the infusion started with a rate of 166,6ml/h and a volume of 500ml over 3 hours. During the infusion, the air bubble alarm occurred, several times. The reason for the air bubble alarm could not be clarified. The volume was done and the kvo-mode (keep vein open) started. At this time, 500ml was infused. The infusion was stopped. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,51%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was slightly dirty but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun internal report number 400689488. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: infusion set up to run over 3 hours, 500 milliliters (mls), rate of 166 milliliters an hour (mls/hr). The infusion was not complete at end of 3 hours, 150 milliliters (mls) left to infuse. Additional information from customer: the solution that was being infused was intravenous vancomycin 1500mg bn 44755 exp 05/26 via a cvad line .the vancomycin drug was reconstituted with 30 milliliters (mls) water for injection[10 milliliters (mls) per 500 milligram (mg) dose]bn 24224012 exp 10/26,then added to a 500 milliliters (mls) bag of sodium chloride 0.9% bn 24h28t49 exp 07/26.this was then set up via infusion pump to deliver over 3 hours as per prescription and drug monograph. No patient complications were reported as a result of this event.